Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" confirmed via ultrasound and "exchange of textured devices due to patient's concern with product". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required additional, changed, and/or corrected data: a6, b5, d4, d9, e1, g2, h3, h6.

Event description:
Healthcare professional reported "deflation" confirmed via ultrasound and "exchange of textured devices due to patient's concern with product". Healthcare professional later reported "hole, non-specific". This record is for the left side. Device was explanted and replaced.